Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. No physical damage was noted during visual inspection. The archive data could not be downloaded, due to the platform failed the initialization (power on self-test). The platform failed the initial functional testing due to the error message "system error, out of service, revert to manual CPR" displayed upon powering on the device. The lcd was blank and repetitive clicking reset sound was noted during power-on self-test due to defective processor board. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The power distribution board (pdb) was not up to date; therefore was replaced, after which the platform has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4).

Event description:
As reported during device check, the autopulse platform (sn: (B)(4)) was displaying error message "system error, out of service, revert to manual CPR". No patient involvement was reported.